Manufacturer narrative:
Patient information and implant date provided.

Manufacturer narrative:
Additional information received reported the valve was bathed in antibiotic solution, bacitracin prior to implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the valve was bathed in antibiotic solution, bacitracin prior to implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device performance level was set at 1.0 prior to the patient having an MRI. According to the report, the level was at 2.5 after the MRI.